Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed by the naked eye and it was noted that the transfer set had a broken occluder foot. Functional testing included leak testing, clear passage testing, and clamp function testing. During the leak testing and clamp function testing, the leak was observed through the set as the occluder foot was broken. No issues were noted during clear passage testing. The reported condition of a leak at the twist clamp was verified. The cause of the leak was found to be a broke occluder foot of the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking fluid because of a faulty twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.